Manufacturer narrative:
It was reported that the hl20 could not be used with power supply and is only working on batteries. The hl20 was replaced during treatment and the operation continued. No harm to any person has been reported. A getinge field service technician (fst) was onsite for investigation on (B)(6)2024. The fst found that the power cord was broken, the appearance of the power cord was not damaged. The fst welded the power cord. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. In case the power cord is defective and no ac power supply is available the hl20 will automatically switch to battery supply. According to the getinge field service technician the most probable root cause could be determined to a damaged power cord, which was solved by welding the power cord. The device in question was manufactured on 2010-12-10 the review of the non-conformities during the period of (B)(6) 2010 to (B)(6) 2024 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the investigation results the reported failure "hl20 only working on batteries" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2010. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in china. It was reported that the hl20 did only work on batteries. The machine was replaced and the patient treatment continued with another hl20. No harm to any person was reported. The getinge field service technician did already investigate the device and found that the power cord was defective and it was welded to maintain proper working. Since the hl20 was exchanged a report is required in us. Complaint ID: (B)(4).